Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected weak battery alarms noted during testing. Insulin pump passed displacement test, rewind test and off no power test. The operating currents were in specifications. Insulin pump alarmed during basic occlusion test due to cracked end cap noted. Insulin pump minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
Customer reported she was in the hospital for angioplasty on her leg and an anemogram. Customer's blood glucose was 118 mg/dl. Customer stated she dropped the device and has crack on it. Customer tapped the device but it did not help. The device alarmed weak battery alarm and customer had changed the battery prior to going to the hospital. Device was damaged the opposite end of the reservoir. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.